Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead with the connector pin measuring 27.0cm was returned for analysis. External insulation abrasion was noted at 12.6-12.7cm, 14.7-14.9cm, 18.1-18.3cm, 17.3-17.4cm, 19.6-19.7cm, 20.8-20.9cm, 14.8-14.9cm, 16.5-16.6cm, 17.0-17.1cm, and 18.4-18.6cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to adverse of an event observed during analysis.

Event description:
This report is to advise of an event observed during analysis.